Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01440. It was reported the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were repositioned to address the issue. Reportedly, the issue resolved.